Manufacturer narrative:
(B)(4). After installation battery, unit received with constant pump error 63, problem isolated to pcba1. Unable to perform displacement, self tests or verify pump error 2, 79 alarm noted during testing. Also, pump error 63 alarm (variable info=03) confirmed in the pump history file due to a hardware error. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated they were able to clear the alarm also able to rewind the pump. Assisted with performing displacement test and test was passed. Customer states they were unsure if the pump was bumped or dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.